Event description:
It was reported to manufacturer that high impedance was observed in the operative room during vns pt's generator replacement surgery. It is unk if any pt manipulation or trauma occurred to have contributed to the event and if any x-rays have been taken. It is also unk if any interventions have been planned or taken. Additionally, during in house programming history review, high lead impedance was observed during normal mode testing in (B)(6) 2006; however, system diagnostic results are not available. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.